Event description:
Staples would not close properly (three times with the sample lot number). Dr. Thought it was an issue with the lot number. So, we pulled all 3 boxes (6 each) of lot #: pia0328 off the shelf. We opened a different lot number to complete the procedure. There was no harm to patient. Manufacturer response for reload endo gia 60 purple, (brand not provided) (per site reporter) the representative was notified, who said she would submit a quality report.